Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had a sudden drop in impedance and triggered a polarity switch to unipolar. When changing the lead back to bipolar, it was noted that the bipolar impedance was very low. An insulation breach was suspected. The lead polarity was changed back to unipolar where the impedance was still low but higher than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.